Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via manufacturer representative. It was reported that the patient¿s ins was overdischarged because they last charge it about a year ago. It was reported that a device reset was attempted in the past and was unsuccessful. It was reported that a surgery to have the ins replaced with a newer one would be scheduled. No further complications are anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator found the battery had a reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-aug-28. The overdischarge was first observed on (B)(6) 2019. The replacement has not yet been scheduled. This information was confirmed with the physician/account. No further com plications were reported/are anticipated.